Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device has no 510(k) number, as it is class ii exempt.

Event description:
A customer reported to baxter (B)(4) a vented spike adaptor in which the adaptor separated into two pieces during use. There was a patient involved; however, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Twenty companion samples were returned to the manufacturing plant for evaluation. Visual inspection was performed and the results were satisfactory; all components were present, in the right position and complete. A push-pull test was conducted on all of the return samples, and no separation was observed. Therefore, the reported condition was not confirmed. The assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.